Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue and displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had a power source detection issue and displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 180 and device failure to charge. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root causes were isolated component failures in the device main circuit board (pcba) and battery assembly. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).